Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead suffered from twiddler's syndrome, resulting in explant and replacement of this product. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that increased pacing and shock impedance measurements were observed at the time of lead explant.